Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection vancomycin (2gram, stat intraperitoneally and route not reported) and injection ceftazidime (1gram, once daily and intraperitoneally) for peritonitis. Treatment with vancomycin and ceftazidime was ongoing at the time of report. The patient was recovering and dianeal therapy was ongoing. No additional information is available.